Event description:
Per the clinic, the patient developed an infection at the incision site and subsequently underwent a surgical procedure to drain the abscess on (B)(6) 2023. The patient was also placed on a course of oral antibiotics for ten days in july 2023 (specific date not reported). The device was explanted on (B)(6) 2023 and re-implantation is planned but had not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 13, 2023.